Event description:
It was reported that an intraocular lens (iol) was explanted due to halo and glare. That at 1-month post-op examination, the patient ended up both eyes (ou) 20/20 j1, but could not tolerate halo/glare. The lens was removed and replaced with a non-johnson and johnson monofocal iol. The lens was discarded, and no further information was provided.

Manufacturer narrative:
Date of event is unknown. The best estimate time would be (B)(6) 2021, as the surgeon indicated 1 month post-op examination when patient complained of having visual symptoms. Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.